Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that after they had an MRI of their head and brain and starting about a week ago, they notice, when they get the urge to urinate, if they are not in the bathroom in a minute and a half they are wet all over themselves. Patient (pt) said the MRI staff turned it off and were supposed to turn therapy back on after the MRI. Offered to assist pt to check and worked with patient to use their equipment to synch with their implant. Reviewed some therapy information and patient was successful to increase stim to a comfortable level. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists. The patient mentioned unrelated medical history. This included patient said they were supposed to get a list of doctors in their area but have not yet received it.